Event description:
The reporter stated that the surgeon was advancing a 20.0 diopter silicone lens in an aq cartridge and the lens was not sliding well in the cartridge and became stuck. The surgeon noticed one trailing haptic was tearing so he quit using the lens. There was pt contact with the injector and cartridge but not the lens, no pt injury. The reporter stated it was due to the cartridges lubricity. This is one of three incidents that occurred to this pt. See manufacturer's report numbers 2023826-2007-01752 & 2023826-2007-01753 for the other incidents.

Manufacturer narrative:
Results - a visual inspection of the returned product shows the lens is stuck in the cartridge. There is no visible damage to the cartridge. There is clear surgical residue on the cartridge. It should be noted that the injector was not received for evaluation. Conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.